Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One osseotite tapered certain prevail implant 5/4 x 8.5mm (xiitp5485) and packaging were returned for investigation. Visual evaluation of the as returned product identified that the packaging was already opened by the customer ¿ tamper seal was seen broken. Based on the evaluation, the reported malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device/packaging that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device/packaging. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product/packaging was within specifications and conforming when they left zimvie. DHR review for the lot (2021101362) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number (2021101362) for similar events and no other complaints were identified. Functional testing to recreate the reported event could not be performed due to the nature of the device/packaging and event. Therefore, the reported event could not be recreated. The complaint is not related to the functional performance of the device. Based on the investigation and risk review, the most likely cause determined from the investigation is mishandling of product/packaging outside of zimvie controls. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product/packaging was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant barrier seal became unsealed from the package. The procedure was completed with another implant.